Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. No fault found. Machine functional check within range. Could not replicate fault "water not heating up". Functional checks performed. Machine is tested is working condition. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user stated that the arctic sun device was not heating up. Per review of wo on (B)(6) 2025, device was used on patient and patient completed procedure or therapy. Patient was fine.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user stated that the arctic sun device was not heating up. Per review of wo on (B)(6) 2025, device was used on patient and patient completed procedure or therapy. Patient was fine.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. No fault found. Machine functional check within range. Could not replicate fault "water not heating up". Functional checks performed. Machine is tested is working condition. Correction: g. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user stated that the arctic sun device was not heating up. Per review of wo on 21apr2025, device was used on patient and patient completed procedure or therapy. Patient was fine.